Event description:
It was reported that the patient experienced an infection at the ipg site. Additionally, it was reported that the patient experienced headaches following their system revision [related manufacturer reference number: 1627487-2024-11349] indicating a cerebrospinal fluid leak. As a result, the patient was hospitalized, and surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.